Event description:
After awakening from anesthesia, the pt suffered hemiparesis on the left side. The physician believes that distal embolization may have occurred during the procedure. The pt is a male. The target lesion was right internal carotid artery. There was no calcification or vessel tortuosity. The rate of stenosis was 90%. The index procedure was performed under general anesthesia. The procedure was finished without difficulty or anomaly, but the pt suffered hemiparesis on left side when he awoke from anesthesia. It was noted that there was no thrombus at the delivery site and there was good wall apposition with the filter basket and the vessel. There was a lot of debris found in the filter basket after the angioguard was retrieved from the pt. Radicut was given to treat the pt, and the pt is being monitored carefully. The physician commented that there was no occlusion of distal blood flow, which was confirmed by angiography. However, soft plaque could have passed through the pores of the filter during procedure. The physician also mentioned that it is also possible that plaque between the stent struts may have flowed to the distal vessel. The pt is currently in stable condition.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2008-01462 and 1016427-2008-00166.